Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.